Event description:
It was reported that using a right common femoral artery access approach after angiography and left ventriculography the patient had an unsuccessful percutaneous revascularization (ptca) of the circumflex artery with monitoring limitations of contrast due to chronic kidney disease; the patient was noted to also have an acute non-st elevated myocardial infarct. With a great deal of difficulty, an unspecified guide wire was placed across the diseased segment of the vein graft to the right coronary artery (rca). Due to the ostial stented segment, the guide wires would become captured within the side struts of the implant. The filter wire would not pass and the balance middleweight (bmw) guide wire was placed into the vein graft, however, a balloon would not pass. A whisper guide wire was placed distally and a balloon passed easily into the mid portion where it was pre-dilatated to 3 atmosphere (atm) in the proximal portion and to 8 atm. A 3.5 x 15 mm vision stent was placed across the stenotic area in the mid portion of the vein graft and deployed at 12 atm. The balloon was removed to the proximal portion where it was post-dilated to 16 atm. The initial 95-99% stenosis with timi-2 flow resolved to 0% residual stenosis and timi-3 flow. Notably, the bmw guide wire on removal prior to any dilatation was found to be unraveled; however, the tip was observed and fortunately, there was no sign that the wire had any clinical consequence. The confianza guide wire was placed into the diseased segment. It prolapsed upon trying to place a support catheter over the vessel. It too created an unraveling affect without any consequence and there was no tip noted remaining under fluoroscopy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient will be continued as medical management and has refractory angina; successful revascularization of the right coronary artery. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Concomitant products: guide wire: whisper; guide cath: xb 3.5 6 fr; other: heparin; 90 cc isovue; plavix. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record for the reported lot revealed no non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.